Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the heater line of the homechoice cassette and the heater bag which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during fill two of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection between the heater line of the homechoice cassette and the heater bag that led to this alarm. It was unknown if the hp properly tightened the connections before the therapy was started. Baxter technical service representative (btsr) assisted the hp in clearing the alarm and removing the set. Btsr explained the alarm to the hp and recommended them to contact the registered nurse. Btsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.